Event description:
It was reported by service report that during preventive maintenance inspection by a stryker service technician, the following issues were found with the unit: the left side rail assist cable was damaged; side rail could not latch in the raised position; scale was displaying inaccurate readings. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Side rail assist cable.